Event description:
It was reported that blades will pop out of the system 7 sagittal saw while in use at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that blades will pop out of the system 7 sagittal saw while in use at the user facility. How the issue was noticed, patient involvement, surgical delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported inability of the device to retain a blade was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.